Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was placed on empiric, broad spectrum antibiotics due to a concern for infection. A bronchoalveolar lavage (bal) showed gram stain with many gram-positive cocci (gpc), few gram-negative rods, few gram-positive rods, and no polyps. Culture results were pending. The patient was placed on vancomycin and meropenem dose 1g intravenously (IV) over 12 hours. Blood cultures from (B)(6) 2017 were (B)(6). Final cultures were drawn on (B)(6) 2018. Vancomycin was given in single dose and meropenem was continued to (B)(6) 2018. No further information was prided.

Manufacturer narrative:
Manufacturers investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.